Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product ahs been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that the customer was treated by the paramedics due to low blood glucose levels and seizures. The customer's blood glucose levels were too low to register on the glucose meter. Prior to the event, the customer had gone to bed without having his normal snack. The customer also slept in longer than usual. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the amount of insulin in the reservoir. The insulin pump passed the displacement test. However, the daily totals did not match the basal rate and bolus delivery totals. Advised that the insulin pump would not be replaced. Nothing further was reported.